Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the change sensor message and noticed damage on the pump casing around the keypad. The customer reported a current blood glucose value of 352 mg/dl. The customer experienced hyperglycemia and was treated with a bolus. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was¿ 123 mg/dl, and the blood glucose value was 343 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 220 mg/dl. The event involved product(s) mmt-242a, mmt-1884, mmt-7040a, mmt-7841zn, and mmt-332a. Troubleshooting was performed for the cosmetic damage and the damage affecting the pump functionality. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 return requested. The customer agreed to return the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-332a.